Event description:
It was reported that a spectrum pump door will not latch. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door will not latch, which was reproduced during evaluation while attempting to load a set as a door not fully latched alarm. The message was found to be caused by a damaged lower latch switch on the lower auxiliary. The failed lower auxiliary assembly was replaced.